Event description:
During a laparoscopic hysterectomy procedure, an electric current from the electrode cable sparked across the room before the cable flamed and separated at the strain relief section of the device. The procedure was completed with a replacement electrode cable and there were no injuries to the pt or hosp staff. At the time of the event, the electrode cable was connected to another co's electrocautery instrument in junction with a co's laparoscope and camera. The other co's electrocautery machine was set at 25 watts when the incident occurred and according to the nurse, this is considered to be the average setting used during procedures. The electrode cable will be evaluated in order to determine the cause of the problem.